Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.

Event description:
The customer reported that the knife blade did not deploy. Also, the jaws of the device would no longer open, but they were not on the pt's tissue at the time. A new device was used to complete the case and there was no pt injury. The device was returned to covidien and visual inspection found the clear insulation to be damaged. Further eval found the device to fail hipot testing.